Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range gradual rising pacing impedances on the right ventricular (rv) channel. It was also noted that there were gradual rising shock impedances within normal limits and noisy signals. Technical services (ts) recommended to have a lead revision. Tachy therapy was stated to be turned off for this patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "no problem detected". If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range gradual rising pacing impedances on the right ventricular (rv) channel. It was also noted that there were gradual rising shock impedances within normal limits and noisy signals. Technical services (ts) recommended to have a lead revision. Tachy therapy was stated to be turned off for this patient. This device remains in service. No adverse patient effects were reported.